Event description:
It was reported that the patient's implantable cardioverter defibrillator inappropriately went into back-up operation due to event queue overflow. The device was successfully restored to nominal settings. The patient is recovering with no noted consequences.